Event description:
Customer reports having incorrect unit of measure on her adc meter. The customer also reports seeing a battery icon and having other settings of the adc meter changed which indicates a potential memory overwrite issue. No death or serious injury was reported.

Manufacturer narrative:
The meter was confirmed to have exhibited memory overwrite. Tested returned unit. No mfg parameters found out of spec and cig panasonic battery voltage was measured at 2.975v. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was rec'd at mmol/l. 0300, 0800, 0204 and 0015 errors were observed in the error log indicating battery droop. Meter is operational.